Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-26-us, serial/lot #: (B)(4), ubd: 17-feb-2021, UDI#: (B)(4). Product analysis: the initial valve remains implanted, the second valve was not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, into a native tricuspid aortic valve with minimal calcification and a severely dilated aortic root, the valve was recaptured twice due to suboptimal depth and position. Following deployment, the valve dislodged into the ascending aorta and moved freely; it ¿spun around a couple of times¿ and then moved without assistance to the descending aorta where it remained in stable position. Per the physician, the reason the valve dislodged is unknown. A dissection in the ascending aorta was noted, but no treatment was provided. The cause of the dissection is unknown. A second 26mm valve was successfully implanted in the native aortic valve. It was reported that the initial valve was visually inspected prior to implant and no abnormalities were identified. Valve load was performed by a hospital staff member unfamiliar with the product. The patient was transferred to an outside facility, and two days post valve implant, a thoracic endovascular aortic repair was performed to the ascending aortic dissection. During this procedure, the second valve was surgically explanted from the native aortic annulus due to the dissection. The physician reported the valve also appeared under expanded. A medtronic surgical bioprosthetic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the second valve, d136131, was received submerged in clear 0.2% glutaraldehyde solution. All the leaflets were in the closed position with slight gaps between the free margins of leaflet two (l2) and leaflet one (l1) as well as leaflet three (l3) and l1. All the leaflets appeared flexible except where tan vegetative appearing host tissue extended from the outflow. All of the commissures were intact. Bloody host tissue was observed on the abluminal surface of the skirt. A thin layer of pannus was noted on the margin of attachment of l1. The valve diameter was within the specification for the 26 millimeter (mm) size. There was no indication of a frame distortion. Conclusion: the device history records for the first valve, d255072, and for the second valve, d136131, along with the associated frame lot, were reviewed and showed that these devices met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a pop-out/dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. No images from the procedure were received for review. With the given information, the root cause of the dislodgement event cannot be determined. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Cardiovascular injuries, such as dissections are known potential adverse patient effects per the device instructions for use (IFU), and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. With no angiographic evidence for review, the cause of the dissection could not be determined. Based on the information available, the root cause of the injury, could not be determined and the relationship to the valve could not be established. Regarding the observed pannus on the returned valve, d136131, a number of factors can affect the creation of pannus, including medications, peri-procedural injury, and pre-existing patient conditions. The presence of pannus and its rate of formation is largely dependent on patient condition. Valve constrained/under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Per the analysis performed there was no indication of frame distortion or under expansion. With the information provided and no images to review, a conclusively cause of the alleged under-expansion could not be determined. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications were related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.